Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and complaint. The review did not identify any trends that would indicate any product related issues related to this complaint. Abbot diabetes care product quality engineering (pqe) investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using application android 13 2.8.2.9318 and successfully received high and low glucose alarm notifications in the application. The user complaint could not be replicated. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device in use with samsung galaxy a12, android, operating system version unk and app version 2.8.2, and therefore did not have high or low glucose alarms. The customer reported they subsequently became hypoglycemic with seizure and hypoglycemic coma, reporting of a blood glucose of 32 mg/dl taken from unspecified device. The customer was taken to hospital and treated with glucose, reporting to have required hospitalization for 6 week coma. No further details were provided by the customer. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss issue with the adc device, and therefore did not have high or low glucose alarms. The customer reported they subsequently became hypoglycemic with seizure and hypoglycemic coma, reporting of a blood glucose of 32 mg/dl taken from unspecified device. The customer was taken to hospital and treated with glucose, reporting to have required hospitalization for 6 week coma. No further details were provided by the customer. There was no report of death or permanent injury associated with this event.